Event description:
The customer claims that the alarm has power, but no alarm tone when the pressure is off the pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the product shows that the alarm unit powered on and sound the alarms correctly. All of the unit functions passed testing. (B) (4).